Manufacturer narrative:
The received device found no issues with the adhesive pad. The exact cause of the adhesive failure could not be determined. No damages or defects were seen with the cannula assembly or needle mechanism that would cause the cannula to dislodge. Catalog no changed from zxy425 to zxp425. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed from (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17.9 mmol/l (322.2 mg/dl), while wearing the pod between 36 and 48 hours on the abdomen. It was noted that the cannula dislodged from the site. As treatment for the hyperglycemia, a syringe injection was administered and a new pod was applied.